Manufacturer narrative:
On 05/12/18, it was reported to mentor that the date of explantation has been updated (B)(6) 2018. The replacement device was gel mentor memorygel breast implant 450cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure with a gel mentor memorygel breast implant 450cc and experienced rupture on the left breast implant. The rupture was diagnosed by the healthcare professional by MRI on (B)(6) 2018. As a result, the patient will undergo explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On 06/26/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 450cc, serial number (B)(4), lot number 7546196 and gel mentor memorygel breast implant 450cc, serial number (B)(4), lot number 7546196. Manufacturer¿s reference number: (B)(4).